Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with burning, a rash, redness, inflammation, and pustules under the entire patch area which occurred 6 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2025, the patient went to urgent care for evaluation. The patient had an abscess at the sensor site; therefore, the patient had an incision and drainage procedure done. The patient was also prescribed an unspecified topical antibiotic cream. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5165341, mw5165544 and mw5165545.

Event description:
Subsequent to the initial MDR, voluntary MDR/medwatch report was received on (B)(6)2025. It was reported via maude report that the patient experienced a skin reaction with pain, burning, a rash, redness, inflammation, and pustules under the entire patch area which occurred 6 days after the sensor had been inserted into the arm. The patient washed his hands, and the skin was prepped with alcohol prior to sensor insertion. The patient also reported applying the sensor per instructions for use (IFU). On (B)(6)2025, the patient went to urgent care for evaluation as the sensor site was painful. The patient had an abscess at the sensor site; therefore, the patient had an incision and drainage procedure done. The patient was also prescribed an unspecified topical antibiotic ointment. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.